Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify frozen screen, perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had no longer working and frozen display. Insulin pump got wet. Customer reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.